Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was unknown. However, it is in the opinion of the nurse that the cause of the peritonitis was colitis. A batch review was performed for the potentially associated lot numbers (gd880799, gd880781, gd881474, gd882647), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous nurse report from the USA of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced colitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was colitis. Treatment information was not reported. Dianeal therapy was ongoing. It was not reported whether the event of colitis resolved. The patient was recovering from the peritonitis and was still in the hospital. The nurse reported that the event of peritonitis with culture positive for e. Coli was not related to dianeal therapy. An opinion of causality was not reported for the event of colitis.